Event description:
It was reported that the foley catheter probe did not have the cap where the fr and globe indicate. In addition, the probe has a white color inside. The product was no longer used. Fortunately, it was detected in time, but it could directly affect the patient.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned two-photo sample noted one opened (with original packaging), silastic foley catheter. Visual inspection of the sample noted that the first photo shows two catheters with the inflation valve cap still inside the sealed packaging, inside the shipping box. The second photo shows the front side of the product information packaging. The reported failure could not be evaluated because functional testing was not possible based solely on these photos. Therefore, the reported event is considered inconclusive. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. Initial reporter phone: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter probe did not have the cap where the fr and globe indicates. In addition, the probe has a white color inside. The product was no longer used. Fortunately, it was detected in time, but it could directly affect the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.